Event description:
My father is in a nursing facility. He started vomiting clear greenish fluid at 1 am today. The only thing that changed is he was administered 2 eua covid nose swabs in the last 2 or 3 days. Other residents are having this same symptom. The whole facility was put on a covid outbreak watch about 3 days ago when it was reported that one resident tested positive. They also are force-masking on these elderly patients. Masks are also under eua. I believe the nose swabs caused the worsening new symptom as an adverse reaction. I have guardianship over my father. The tests and masks were administered without my informed consent, which is part of the federal food & drug act for eua medical devices. I want the test kits and masks investigated, as well as the facility. I was not informed of covid protocols when I signed admittance contracts, so was denied opportunity to give informed consent. The facility is a nursing home: (B)(6) healthcare & rehabilitation, (B)(6). Nurse who reported symptom to me was (B)(6) at about 2 am. She also reported that other residents have also developed this new symptom with concurrent negative covid test nose swab results. 2 nose swabs were administered without my knowledge or consent. Results were neg. Other patients also have this same symptom it was reported to me. Covid test; check with nursing facility. Masks, please check with facility. Reference reports: mw5144617, mw5144619.